Event description:
It was reported that upon shift check, the autopulse platform displayed user advisory 7 (discrepancy between load 1 and load 2 too large) that could not be cleared. No pt involvement was reported.

Manufacturer narrative:
Reported complaint of "user advisory 7 (discrepancy between load 1 and load 2 too large)" was verified. One of the load cells was not functioning properly, it was replaced. Furthermore, front and bottom enclosures were found damaged. These parts were also replaced. Platform passed the final test.